Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#:(B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having trouble with charging the implant. Patient said they could charge the controller, but when they hook up the recharger to charge the implanted neurostimulator, it was not charging. Patient then said they would get an error message that said system problem rm03. Agent asked, patient said the issue started months ago, confirmed earlier this year. Patient tried to use the equipment last night and was able to charge a little bit, but then kept getting the error message, even after resetting. Patient inspected the cord and said they did not see any damage, but said the area where the cord met the paddle was getting hot. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger analysis of the [recharger], model [97755 ], s/n [(B)(6)] found electrical failure - recharger problem, cannot continue, call medtronic message. Worn donut. This does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.